Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, underweight, one opening curved on the posterior, crease fold and missing a piece of shell (0-25%). A microscopic analysis was performed which identified, one opening crease sharp on the posterior, broken striated on the radius, wear abrasion and stress marks. Based on the device analysis the final assessment is: a crease sharp opening on the posterior due to fold flaw opening. Striated broken due to surgical damage consist in the use of some surgical tool. Missing shell due to inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.

Event description:
Healthcare professional additionally reported "calcified thickened capsule". Device has been explanted.